Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4). Product type: catheter. Product ID: neu_ascenda_cath, serial#: unknown, product type catheter. Product ID: neu_ascenda_cath, serial#: unknown, product type catheter. Other relevant device(s) are: product ID: 8780, serial/ lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4) ; product ID: neu_ascenda_cath, serial/ lot #: unknown, ubd: 09-may-2021; product ID: neu_ascenda_cath, serial/ lot #: unknown, ubd: 09-may-2021. Device evaluated by MFR: analysis of the catheters (pli 10 and 30) identified damage that occurred to the catheter body and/ or guidewire during implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the physician was unable to remove the guidewire from the catheter after it was placed, so they ended up using a different catheter. The original catheter would be sent back for analysis. Patient symptoms were not reported. The event date was (B)(6) 2019. The catheter would be returned. No further complications were reported/anticipated or expected. Additional information was received from a company representative (rep) indicated the guide wire was stuck in the catheter. The guide wire could not be removed from catheter during procedure and environmental/external/patient factors that may have led or contributed to the issue was noted as "not applicable." The provider tried to remove needle with guide wire. The provider also tried pulling harder on the guide wire but it could not be removed. A new catheter was placed. The issue was resolved at the time of this report. No further complications were reported/anticipated or expected.